Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unreported date approximately two weeks prior to the receipt of this report, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On an unreported date approximately two weeks prior to the receipt of this report, the patient began treatment with vancomycin (route, dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date approximately one week prior to the receipt of this report, physioneal therapy was discontinued. On an unreported date, the peritoneal dialysis catheter was removed and the patient was transferred to hemodialysis. Hospitalization was reported to be ongoing. The patient was not recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date approximately two weeks prior to the receipt of this report, the patient experienced peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.